Event description:
A pharmacist reported that they had about 9 pts with small intraocular inflammation in the anterior camera after surgery with viscoelastic. All the pts were successfully treated. Additional info was received from the surgeon who reported that they have a first outbreak that affected about 7 pts. After this first outbreak the viscoelastic was put on quarantine, all the equipment that could be changed was replaced, all the sterilization processes were verified and optimized. After taking these measures, the reported issue stopped, although after some time, the product was unblocked, and a second outbreak occurred, affecting approx 6 pts. Per the reporter about 10% of pts that had surgery with the suspect viscoelastic lots had intraocular inflammation. All of the affected pts had inflammation of the anterior segment and are currently healed. This pt had inflammation of the posterior segment and, at the time of this report, still had some "vitrite" but was recovering. Additional info has been requested but not received to date. This is one of two medical device reports. This report is for the pt who had posterior segment inflammation and vitritis.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested but not received to date. (B)(4).